Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used to crush a biliary stone in the common bile duct which was performed on (B)(6) 2015. According to the complainant, there was no issue with the device prior to use. During the procedure, the device was inserted into the common bile duct and an attempt to open the basket was unsuccessful. The physician removed the device and performed a functional check; however no issues were found. Consequently, the device was reinserted back into the common bile duct but failed to open the basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine". This event has been deemed a reportable event based on the investigation results; side car-rx pushback.

Manufacturer narrative:
(B)(4). Visual examination of the returned device found the basket to be fully retracted. The tip was intact and the side car-rx presented pushback which is out of specification. Additionally, the outer sheath was damaged and buckled. Functional evaluation was performed by extending and retracting the basket with some resistance noted due to the sheath damage. Further device analysis found that the basket wires were evenly spaced and un-deformed. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the trapezoid basket wouldn¿t open. Furthermore, it appears that the damage to the sheath and side car-rx occurred after the user inserted the device through the scope and into the common bile duct. Therefore, the most probable root cause of ¿operational context¿ is selected for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database found one unrelated complaint from a different customer.